Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix damaged observation with the lead. A tissue was noted entwined on the helix and although the helix itself does not appear to be damaged, the tissue noted on the helix may have appeared to be a damaged heli. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was a case of attempted implant due to helix malformed. This brady lead was replaced, never in service and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was a case of attempted implant due to helix malformed. This brady lead was replaced, never in service and will be returned. No adverse patient effects were reported.